Event description:
Additional information received indicated that this event occurred during testing and there was no patient incident.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact and the battery door missing. A review of the pump event history log found evidence of alarms for cassette not attached properly. Functional testing of the returned pump concluded that the pump passed all testing.the root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "no disposable" alarm. An unspecified downstream occlusion sensor issue was also reported. No adverse patient effects were reported.